Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon which produces a failure to inflate, located approximately at 19 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon torn was not confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 19 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The customer reported the balloon was inflated with air; however, the IFU states, that this balloon should never use air or any gas medium to inflate the balloon catheters.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a balloon dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon was advanced to the target site, but air failed to enter during attempted dilation. Upon removal and inspection via the scope, a tear was observed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should never use air or any gas medium to inflate the balloon catheters. However, the customer reported that the balloon was inflated with air.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a balloon dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon was advanced to the target site, but air failed to enter during attempted dilation. Upon removal and inspection via the scope, a tear was observed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should never use air or any gas medium to inflate the balloon catheters. However, the customer reported that the balloon was inflated with air.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn.